Event description:
A customer contacted global technical services (gts) regarding a leak in the patient line on the homechoice (hc) unit during day dwell 1/1. The technical service representative (tsr) assisted the home patient (hp) to end the therapy. On (B)(6) 2010 product surveillance spoke with the hp who stated her cat bit through the patient line which likely caused the leak. The hp confirmed she felt fine and reported no adverse events. The patient confirmed the actual sample was discarded but the companion lot number was provided. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a leak in the patient line. The report was not confirmed in the lab due to a lack of sample; however, based on the results of baxter?s investigation, the cause of the leak was animal damage. A batch review was performed with no issues noted. A label review was performed. The homechoice patient at-home guide warns users to inspect tubing for damage. Patient training material, going home with confidence for home pd patients, instructs users to protect their supplies from contact with animals. This review found the labeling adequate for the use error(s) in this report. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Info received indicates the ground reading is too high on the bed.